Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer has dementia and gave herself more insulin than was needed. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller reported physical damage to the belt clip and battery cap. The insulin pump will not be returned for analysis.